Event description:
It was reported that the patient was experiencing loss of stimulation due to high impedances. The patient underwent spinal cord stimulation (scs) lead and implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. All explanted device components were discarded and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7090115. Product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6). Batch: 564485.